Event description:
A patient reported experiencing inaccurate high results with a surestep enhanced meter. The patient's blood glucose results were 188 mg/dl (meter) 132 mg/dl (lab). Tests were done < 10 minutes apart with a difference of 42%. Patient did not experience any adverse events. No further information has been reported.